Manufacturer narrative:
An event of leaflet fracture during deployment was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the potential cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 19mm sjm regent heart valve with flex cuff was chosen for aortic valve replacement during a minimally invasive cardiac surgery (mics). At the time of device preparation, the valve was in the rotator/holder and the leaflet function was not able to be tested. After the valve was implanted, the leaflets did not open or close. During attempted rotation of the valve, the leaflet was broken into multiple pieces. The valve holder handle was kept as close to vertical as possible during rotation of the valve. The physician stated that there may have been too much force during valve rotation as the valve was not able to be rotated. The physician reported that the patients sinotubular junction was narrow and the valve could not be rotated as intended. A replacement 19mm sjm regent heart valve with flex cuff (sn: (B)(4)) was successfully implanted. There was no clinically significant delay and no reported adverse effects. The patient was reported as stable.